Manufacturer narrative:
The customer moved the patients to a different exhibit central station to resume monitoring until the device was evaluated by a biomed. The customer reported that they were able to resolve the failure via restart. Following the reboot, the customer confirmed the issue was resolved. Spacelabs healthcare field service is attempting to work with the customer to get additional information to determine cause of failure. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring patients on a exhibit central station, the screens would blank out. There was no patient or user harm associated with this event.